Event description:
It was reported that the customer was hospitalized for high blood sugar levels. It was stated that the site was infected. The customer tried to change the set twice and bgs would not come down. It was indicated that the customer was unable to get out of the prime screen. At that time, the customer requested that the pump be replaced.